Event description:
The reporter stated the surgeon was advancing an aq1016v silicone three-piece lens through the cartridge and the haptic was getting caught. The lens was not used and there was no patient contact. The reporter stated it was unknown if the haptic was damaged or why it was getting caught.